Event description:
It was reported by the customer that a pyxis anesthesia es system froze, prevented user access to medications during a right lumbar discectomy procedure. Customer confirmed that the anesthetist had already allocated some medications to the patient, therefore no medication supply was affected. The customer added that no patient harm was done, and the device required to be restarted multiple times to restore its functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was turning off due to network interface card power management settings. Reconfigured the power settings to resolve the issue. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-feb-2022 to 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system froze as the nic was set to allow it to turn off the device to save energy. This setting was unchecked. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system froze, prevented user access to medications during a right lumbar discectomy procedure. Customer confirmed that the anesthetist had already allocated some medications to the patient, therefore no medication supply was affected. The customer added that no patient harm was done, and the device required to be restarted multiple times to restore its functionality. There were no adverse events or injuries reported based on this event.